Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of rising pacing impedance and noise that was oversensed causing pacing inhibition. No additional adverse patient effects were reported.